Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room experiencing diaphragmatic stimulation. Upon device interrogation, the left ventricular lead exhibited loss of capture. No other electrical anomalies were noted. During device check the following day, the lead did not exhibit any loss of capture and diaphragmatic stimulation could not be reproduced. No intervention was performed.